Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter would not inject. The customer returned one snaplock assembly, one flat filter, and an epidural c atheter. The snaplock assembly and catheter were received connected together (reference attached files inp1900085498). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly and filter revealed both components appear typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 8. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-002902) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.2ml/min (stopwatch: ref-003150), which is within the specification of 1ml/min minimum. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter not injecting could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample. No further action is required at this time.

Event description:
Today a patient with pancreatitis had a thoracic pdk placed in the ICU. The placement was without problems except for the patient's limited mobility, but the catheter could not be injected after placement. There was a resistance that could not be resolved. The connection part on the filter was checked and reconnected several times, and the filter was checked for permeability. The catheter was pulled out of the epidural space centimetre by centimetre and after removing the catheter it was found that the catheter was completely occluded. It seemed as if the lumen is not open. Addition: the epidural catheter was not replaced since the patient was not happy that the catheter had to be pulled out and refuses a new installation at the current time.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Today a patient with pancreatitis had a thoracic pdk placed in the ICU. The placement was without problems except for the patient's limited mobility, but the catheter could not be injected after placement. There was a resistance that could not be resolved. The connection part on the filter was checked and reconnected several times, and the filter was checked for permeability. The catheter was pulled out of the epidural space centimetre by centimetre and after removing the catheter it was found that the catheter was completely occluded. It seemed as if the lumen is not open. Addition: the epidural catheter was not replaced since the patient was not happy that the catheter had to be pulled out and refuses a new installation at the current time.